Event description:
It was reported that this pacemaker was exhibiting undersensing leading to overpacing. Technical services (ts) was consulted and explained low evoke response is noted as well as high capture threshold measurements. The device remains in service. No adverse patient effects were reported.